Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited outer tube has a dent, plug of the video cable section contains foreign material, and light transmission is lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the plug of the video cable section contains foreign material is cause not established. For outer tube has a dent and light transmission is lost or too low is cause traced to component failure. The light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.